Event description:
Inbound call from patient (B)(6) 2018 describing pump issue she had last friday (B)(6) 2018. The spring is out of the scig60 pump. If she does not hold it together, it shoots across the room. She was able to complete her infusion but needs a new pump for (B)(6) 2018 dose.